Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip # two, three, four and five and several more were malformed (not fully closed, easily pulled off of cystic vessel). The space was seen at the crotch of clips and at the distal end of clips. Case had to be completed using an er320. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The clip security complications experienced were most probably the result of improper placement around the structures, incomplete firing strokes and/or overload disengagement prevent the device from completely closing the clip down to an aperture the occluded the structure completely and securely.